Event description:
The customer reported via phone call that they had experienced hyperglycemia. The blood glucose level was 22mmol/l. Another blood glucose value was 12.5 mmol/l, 20 mmol/l. The auto mode feature was active at the time of high blood glucose event. The troubleshooting was performed. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with bolus. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged under delivery and high bg found on (B)(6) 2021. Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and dat at .0866 inches. No unexpected alarms/alert/anomalies noted during testing. No unexpected alarms/suspends related to an under delivery anomaly. The history/trace downloads were successful using thus and carelink. The daily total of bolus delivered on (B)(6) 2021 was 33.75 u. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: battery tube threads - cracked, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, faded end cap address label, and cracked retainer. Pump passes function testing. Unable to verify customer alleged for high bg or possible under delivery anomaly.

Event description:
The customer also alleged that the insulin pump was underdelivering insulin. The customer also received no reservoir detected alarm while doing troubleshooting.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in sections b1, b5 and h6 with this report.